Event description:
The device in question is a dexcom g7. Yesterday, due to a chronic "sensor issue" message, the device failed to report that my blood glucose level of 55. This device is supposed to prevent such things. Dexcom states that a 20% tolerance is acceptable. But 20% is not acceptable and can be fatal. This is how: if the meter is reporting a bg (blood glucose) of 80, but is off by 20%, this means my actual bg is 64. At this number, I am experiencing hypoglycemic symptoms, even though the device reports that the number is within range. What if I am driving my car and the device reports normal bg but I'm really going hypo and pass out? I could kill myself, anyone else in the car and even other people in other vehicles. Recently, I was experiencing hypoglycemic symptoms, but the device reported my bg was 147, when it was in fact, 64. This means the discrepancy was 43.5%. Additionally, the sensor is advertised to provide 10 days of monitoring. But dexcom states that the first 24 hours of readings can not be relied on as it continues to dial in its accuracy during the first 24 hours of use. Additionally, after receiving a message that the sensor "expires in 24 hours", "sensor issue" messages plague the last day of use. This means that the patient is really only getting 8 days of use out of a 10 day sensor. Insurance companies pay big money to provide their clients with this device, but it doesn't pass muster. Frankly, I am fed up with dexcom circulating a faulty device that provides inaccurate readings. I encourage the FDA to have a closer look at this issue as it is your job to protect the public from things such as this.